Event description:
This is filed due to a single leaflet device attachment. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation with bileaflet prolapse and flail. One mitraclip was implanted, reducing the mr to grade 1+. There was no device malfunction. On (B)(6) 2021, the patient had been hospitalized for fevers. Follow-up echocardiograms were performed, negative for endocarditis. A non-cardiovascular infection, pneumonia was diagnosed. Although negative for endocarditis, the follow-up echocardiogram showed that the mitraclip detached from the posterior leaflet and an increase in mr to moderate was observed. No additional information was provided regarding this issue.

Manufacturer narrative:
The mitraclip remains in patient. The device will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The mitraclip remains in patient. The device will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed due to a single leaflet device attachment. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation with bileaflet prolapse and flail. One mitraclip was implanted, reducing the mr to grade 1+. There was no device malfunction. On (B)(6) 2021, the patient had been hospitalized for fevers. Follow-up echocardiograms were performed, negative for endocarditis. A non-cardiovascular infection, pneumonia was diagnosed. Although negative for endocarditis, the follow-up echocardiogram showed that the mitraclip detached from the posterior leaflet and an increase in mr to moderate was observed. No additional information was provided regarding this issue.

Event description:
Subsequent to the previous reports, the additional information was received: on (B)(6) 2022, the mitraclip was observed detached from the posterior leaflet and severe mitral regurgitation was noted. On (B)(6) 2022, two additional mitraclips were implanted as treatment and the event resolved. Additional hospitalization was not required.

Manufacturer narrative:
The reported unexpected medical intervention was the result of case-specific circumstances. There remains no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported incomplete coaptation ((single leaflet device attachment (slda)) cannot be determined. The reported mr is due to slda. There is no indication of a product issue with respect to manufacture, design, or labeling.